Event description:
Reportedly, on (B)(6) 2025, the cpr4 head is out of order. It does not connect to programmers and there is no light.

Manufacturer narrative:
MDR correction: UDI added (B)(4).

Event description:
Reportedly, on 3-october-2025, the cpr4 head is out of order. It does not connect to programmers and there is no light.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the programming head does not work correctly. The cable is out of order, while the internal electronic components are undamaged. The most probable hypothesis is that an unintentional user error damaged the device and its cable. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could have been performed. Resutls will be provided on the next report.

Event description:
Reportedly, on 3-october-2025, the cpr4 head is out of order. It does not connect to programmers and there is no light.